Event description:
Per dealer, when the unit is connected to a homefill o2 drops with no alarm and does not fill tanks at 3 lpm setting. Dealer advised o2 drops than goes back up and continues this cycle over and over again.